Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery and low battery alert from the insulin pump. The patient's blood glucose of the time was 190 mg/dl. The customer stated that the battery did not last more than 1 week. The customer mentioned white powder on the inside of the cap. The customer did not troubleshoot for no delivery. The customer was advised to revert to a backup plan. The insulin pump will not be returned for analysis.